Manufacturer narrative:
Carefusion complaint number: (B)(4). Upon completion of the evaluation or in the event that any additional information is received a follow-up report will be submitted. (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight.

Event description:
The customer called and stated that the start/stop button is not working correctly on this unit. Intermittently the driver will not stop when depressing the button. Technical support advised that the problem was related to the driver displacement indicator board, and issued a replacement board to repair the unit. The customer indicated the unit was on a patient at the time of the event but there was no patient harm.

Manufacturer narrative:
The faulty component was returned under return goods authorization (B)(4). The failure analysis lab evaluated the component and was able to duplicate the error and isolate it to pin 1 being intermittent and not always toggling with the changes to the input on the pin. This is a known issue and is being addressed through corrective actions.